Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the pacemaker and this right atrial (ra) lead exhibited a high capture threshold. Technical services (ts) reviewed device data and determined there was atrial pacing on the presenting electrogram (egm), followed by ventricular sensed beat which indicated capture. However, ts advised the health care professional (hcp) to have cardiology review the presenting egm and determine if this ra lead was capturing appropriately. This ra lead remains in service. No adverse patient effects were reported.